Event description:
It was reported that, 2 hours after an afib procedure, during the patient extubation, the patient crashed. The physician was not able to regain airway access, and the patient expired. It was determined by the physician that the incident was purely airway related, not due to the previous afib ablation procedure. A transthoracic echocardiogram (tte) was performed while attempting to re-intubate and it showed no pericardial effusion. The case was started as a cryoballoon ablation but the physician switched to using thermocool sf catheter to ablate.

Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4). Stockert: model# m-5463-01, serial # (B)(4). Coronary sinus catheter: model# unknown, lot # unknown (the catheter was disposed). Coolflow pump: model# m-5491-02, serial # (B)(4). Lasso variable: model# unknown, lot # unknown (the catheter was disposed). (B)(4).